Event description:
Information was received indicating that after 12 hours in on an implantable chamber, up and down for 2 hours, an air alarm occurred on a smiths medical pump with no visible air bubble. The pocket was collapsed when the nurses connected it. Flushing was done manually with the arrow pointing upwards on the filter. The pump alarmed "end of infusion" 2 hours before the end of the infusion, so the bag was not finished. There was no reported adverse event.